Event description:
Reportedly, it was found that the battery was found to be defective as it would not hold charge. There was no pt involvement reported.

Manufacturer narrative:
Eval summary: the returned ventilator was visually inspected and no anomalies were noted. Functional testing was performed on the unit to monitor the battery working condition. When the ac supply was removed, the "switched to backup battery" alarm occurred immediately. The battery was tested and it was found that the control circuit of the battery failed on 4 status bits: chg (charge), dsg (discharge), fchg (past charge) and icc (current). The reported failure was duplicated and the cause was determined to be due to a defective battery. The charging current error lead to a reset of the charging chip located in the control circuit board of the battery. The battery was replaced and the unit was returned to the customer.